Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient's leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-16632. It was reported that the patient was unable to set their ipg to MRI mode. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The reported observation of ¿unable to set ipg to MRI mode due to lead impedance issues¿ was confirmed. The root cause of the reported observation was consistent with the damage found on both lead stimulation end segments having damage to the lead wires. The damage to the wires occurred at the modified distal end of the swift lock anchors. The damage was concluded to be the result of a repetitive movement.